Event description:
There was no pt involved in this event. This device malfunctioned because the red status indicator was flashing. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2012. The device failed a self-test on (B)(6) 2012 due to a low battery. The device remained in fault mode until (B)(6) 2013 when the user attempted to power on the device. The software version was changed from 2.0.8 to 3.2.0. During initial testing of the returned device, the device would not power on. The device was disassembled for investigation and it revealed a failure of the device pogo-pins. The investigation showed that under load the voltage was reduced enough to potentially cause the self-test fails. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.